Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection, the knife became difficult to return and eventually the jaws became unable to open. The surgical time was extended by less than 30 minutes, additional tissue resection is not required. The product did not lock on tissue and was removed from the tissue without damaging it. Nothing fell into the patient's cavity. No bleeding occurred. The device was recognized by the generator and activated. There was re-grasp alarm, sealing tone and end tone. The procedure was completed with another device. There was no patient injury. When the collected product was visually checked, it was found that dirt had hardened on the jaws part. They stated that the jaws did not open, but when opening and closing were performed several times, the jaws part could be opened and closed.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection noted that there was eschar buildup on the jaw seal plates. Visual inspection also found the cord plug of the device was cut off and not returned. The reported conditions were not confirmed. The jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.